Manufacturer narrative:
Continuation of d10: product ID 8781, lot# serial#(B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-oct-2026, UDI#: (B)(4). H3: 8781 catheter: analysis identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that during the catheter implant procedure, when removing the guidewire from the catheter, the guidewire stretched. The issue was resolved at the time of the report. The catheter was implanted without any issue, but the guidewire was removed as it should be and the rep would be able to return it for analysis. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the catheter implant procedure was the initial implant for the patient. The catheter was not damaged. The model number of the pump was provided and the hcp did not have the serial number of the pump. The implant date of the pump was (B)(6) 2025. The cause of the guidewire stretching was not determined.